Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/st retching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead returned with the helix was damaged/stretched.

Event description:
It was reported that during the implant attempt the helix on the right ventricular lead did not work properly. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.